Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter attached to the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 3 years since the subject device was manufactured. Per customer follow up response: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: it was unknown if pre-cleaning was delayed. There were no abnormalities in the accessories used for reprocessing. The distal end was wiped/brushed with clean lint-free cloths, brushes, and sponges. The reportable malfunction was confirmed. Component analysis revealed that the foreign material was a mixture of drug-derived organic silicone and silicic acid and a mixture of human-derived protein and sodium chloride, but the root cause of the foreign material residue could not be determined. Olympus will continue to monitor field performance for this device.